Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the ejection fraction for the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's left ventricular (lv) lead, decreased from 30 to 14. Boston scientific technical services (ts) discussed potential causes including potential lv loss of capture (loc). Further evaluation determined that lv capture was appropriate and no lead dislodgement was observed. The cause of the decreased ejection fraction was not determined. The lower rate limit was increased to overdrive the patient's intrinsic conduction and the physician will continue monitoring. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.